Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. An 8mmx3.00mm nc quantum apex¿ balloon catheter was advanced for post dilatation. However, when the balloon was initially inflated at 5-6 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient¿s status was good.